Event description:
It was reported that stent damage occurred. The target lesion was located in severely tortuous and calcified left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the tip of the stent strut was lifted after withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.50x38mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage with struts in the proximal stent row lifted from crimped position. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in severely tortuous and calcified left anterior descending artery. A 2.50 x 38 mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the tip of the stent strut was lifted after withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.